Manufacturer narrative:
Product was not returned, and no photographic evidence was provided to aid in this investigation. No previous repair has been noted in the last 12 months. Product evaluation and problem confirmation cannot be performed. Error history log was not provided. Probable cause could not be determined.

Event description:
It was reported, that pump gives a volume of 22ml in a graduated cylinder. When they put a residual volume of 20ml on the pump. They suspect that the problem comes from the mechanism. The issue was detected, during preventative maintenance. And did not affect any patients. Device is available for repair. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.